Event description:
It was reported via the repair unit that the burr was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure; the customer reported the burr was stuck in the attachment during pre-operative testing. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The burr subject to this investigation was not returned to the MFR for eval, however, photographs were provided. It was visually confirmed that the burr was broken along the shank. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows, part number: 5100120952, lot number: 11014.